Event description:
During service at baxter it was discovered that an as50 infusion pump with 'check flange alarm received during initial run'. This event occurred during product evaluation. There was an interruption of delivery. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or additional information become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed and not duplicated. The assignable cause could not be determined at this time. The device was returned unrepaired at the customer's request. Additional: a service history review has been performed and the device has not been serviced by baxter prior to this event. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.